Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During an unspecified procedure, the subject device was used. It was reported that the probe of the subject device fell off. The fragment of the probe was retrieved. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-01503 to provide additional information based on the evaluation result of the subject device. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. As a result of the investigation on november 2nd, 2017, it was confirmed that the probe of the subject device was broken at 20 mm from the distal end. The broken probe tip was returned to omsc. There was a scratch on the probe. The shape of the fracture surface showed that the crack developed from the scratch as the starting point. There was a spark mark on the non-insulated part of the grasping section. The proximal side of the ptfe pad was worn away. The device history record for the lot indicated no abnormality with the event-related items. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the proximal side of the ptfe pad was worn since the user output the device in seal & cut mode while grasping thick hard tissue with the distal end of the grasping section. Since the proximal side of the ptfe pad was worn, the probe contacted with the non-insulated part, and a spark occurred. The scratch occurred on the probe. The crack developed from the scratch as the starting point when the user output in seal & cut mode or grasped the tissue. Besides the probe was broken when the probe was subjected to a load. The instruction manual of the device has already warned as follows; do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.